Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this product was later explanted and returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of shock impedances, measuring greater than 125 ohms. The impedances had been increasing over approximately a year with a decrease after a shock was delivered about six months ago. Impedances have now recovered with in a normal range of 112-117 ohms. Boston scientific technical services (ts) discussed that the gradual increase in impedance suggests build-up on the lead likely calcifications. No adverse patient effects were reported. This product remains in-service.